Event description:
It was reported that a patient had periprosthetic fracture of the left hip. Surgeon took out stem and put in a restoration modular and cables.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown securfit stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding periprosthetic fracture involving a secur-fit-stem was reported. The event was confirmed. Medical records received and evaluation: insufficient information was provided for review however, the clinical consultant was able to confirm the event based on the provided x-rays. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as clinical history, operative reports, and the reported devices are needed to complete the investigation for determining the root cause.

Event description:
It was reported that a patient had periprosthetic fracture of the left hip. Surgeon took out stem and put in a restoration modular and cables.